Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited intermittent loss of capture one day post implant. The physician elected to reposition the lead, which was performed without reported complication. To date, there have been no reported patient symptoms associated with this clinical observation.